Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump, and the customer was using lyumjev insulin with the pump. Cts educated the caller on proper cartridge use and provided off-label insulin messaging, which the caller understood and acknowledged. The case was closed by cts.